Event description:
The customer reported that the device was defective. The device was returned to covidien and visual inspection discovered that the clear insulation had rolled up on the device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.